Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead impedance was less than 200 ohms. The patient is elderly and has a history of atrial fibrillation. The patient is on an accelerated follow-up schedule and will be seen every three months.